Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was the pt was not doing good for the ins worked for their feet but they had the ins implanted for pain with their back. They talked to their doctor (hcp) and scheduled an MRI for march 8th and the caller wanted to speak to the medtronic tech to see if they could walk them through the unit is since caller was concerned. They needed more input due to pts pain. Pt had been in pain for months. Caller called in since they were tired of not seeing the pt walk for they were a waddling duck. The ins was not functioning well at all aspects. During call caller brought the pt onto the phone and when they unlocked the controller they got no device found. The caller then connected the rtm into the controller and batteries showed the controller 90% and the ins at 60% battery. Caller reset the controller and had to pair the controller to the ins. Caller then unlocked the controller with nothing plugged in and got to c group highlighted green, program 1 was at 2.2 and was off; caller turned stimulation on and increased the intensity. Caller noted pt used c progr am 3 and 4. Caller went to program 3 and increased it from 2.2 to 2.4. Caller went to program 4 and increased it from 2.3 to 2.6. The caller was redirected to the patient's healthcare provider to further address the issue. Caller had a follow up appointment on march 15th with their healthcare provider.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they don't recall. They met with manufacturer rep at hcp, offered to update unit. A paddle was replaced.